Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. The 95% stenosed, 26mm x 3.5mm was located severly tortous and severly calcified right coronary artery. Following pre-dilatation with a balloon, a 3.50mm x 28mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. After withdrawal of the device from the patient's body, it was found that the front of the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 3.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts on the proximal end were lifted, bunched and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occured. The 95% stenosed, 26mm x 3.5mm was located severly tortous and severly calcified right coronary artery. Following pre-dilatation with a balloon, a 3.50mm x 28mm promus element drug-eluting stent was advanced for treatement. However, the device could not cross the lesion. After withdrawal of the device from the patient's body, it was found that the front of the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.